Event description:
New information on (B)(6) 2018 stated that on (B)(6) 2018, the device was explanted and replaced. The patient was fine post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic via vibratory notifier. Upon review, the implantable cardioverter defibrillator exhibited delayed charge time. Capacitor maintenance were attempted and the issue remained. No intervention was performed. No further information was available.

Manufacturer narrative:
The occurrence of an extended charge time was confirmed by reviewing the device image. Bench testing was performed with laboratory high voltage (hv) capacitors attached, and the device was found to function normally. The hv capacitors were sent to the manufacturer for analysis, and concluded the cause of the reported field event was due to a failure within the front alignment hole.